Event description:
It was reported by the customer's biomed that the device would not recognize the paddles. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported failure could not be verified, nor duplicated. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The root cause of the reported failure could not be determined.